Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02787. A review of the service evaluation noted the device passed all functional testing. The original equipment manufacturer (OEM), omsc, performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential cause of the failure to output the sdi image of the phenomenon indicated, it is considered that there is a possibility that the following items are listed. Defective video cable or connection. Malfunction of the internal board of the processor. Poor performance of the monitor. Video connector failure to connect. Olympus will continue to monitor the field performance of this device. In the instructions for use, state that the connectors are tightly connected so that they do not accidentally dislodge during use. Chapter 6: usage > 6.3 endoscopic connection"" endoscopes, and the scope cable, video converter, camera head, etc. Should be connected reliably. There is a risk that noise may be generated in the image or that the connection may be dislodged, resulting in loss of image. Chapter6 operation > 6. 3 connection of an endoscope >¦evis videoscope except for evis 190 series and ultrasound videoscope""push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ""up"" mark points upwards.

Manufacturer narrative:
The video system center was returned to the service center for evaluation. The evaluation could not confirm the reported event as the video image functioned appropriately when tested to different types of 180 series and 190 series scopes. The video system center passed all functional testing. The external housing was intact and latest software version was installed. A review of the service history indicates the video system center was purchased on december 17, 2017 and has received service via two repairs in the past two years. The last repair was on april 21, 2020 for a no image issue.

Event description:
The technical assistance group was informed that the video system center was not able to produce an image when using a 180 series scope but worked when using a 190 series scope. The facility reported the 180 scope was taken to another room and was able to get an image. It was reported that the facility tried the scope and video cable that gave a good image and tested the subject video system center and the scope image was black. There was no patient injury reported. A provation system was being used and will check to see if there is an issue sourcing the image to their conmed monitors.